Manufacturer narrative:
Follow-up #1 date of submission 09/16/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2016 with the following findings: a review of the black box data showed no evidence of short battery life. The battery compartment was observed to be cracked. A visual inspection of the pump showed that the battery cap had stripped threads and was unable to attach to the returned pump or a test pump. The pump¿s current draws were found to be within specifications. The pump cover was opened and no damage was found in the pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage) issue. The correct battery type per instructions for use was reportedly used. The battery compartment reportedly was cracked. The battery cap was never replaced and the threads were reportedly stripped. There was no indication of moisture or corrosion observed in the battery compartment. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.